Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy caused by the implantable cardioverter defibrillator (ICD) having electromagnetic interference. It was noted that the patient would receive a shock from the device when climbing to the top of the ladder, which was not grounded appropriately. The device remains in use. No further patient complications have been reported as a result of this event.